Event description:
Reporter stated customer's accu-chek multiclix device has a needle sticking out, lancet will not retract, and no one was injured by the protruding needle. The original location of the alleged event was not provided. A request was made for the return of the suspect device and replacement product was sent.